Event description:
It was reported that pump displayed malfunction code 16 and could not be reset, with a notable event occurring prior to the malfunction, although details of that event were not provided. There was no reported impact to the customer¿s blood glucose level, and caller declined to provide information on whether blood glucose exceeded a critical level. Customer planned to use multiple daily injections as backup insulin therapy, and technical support arranged replacement pump shipment, confirmed shipping address, instructed customer to place malfunctioning pump in storage mode, advised customer to reenter pump settings and reconnect continuous glucose monitor on replacement pump, and directed customer to return problematic pump using prepaid label within 10 days, which customer understood and acknowledged.